Event description:
My daughter received her 15-month vaccines and had black spots from the type of needle that was used. 4 months later she still has these marks. The pediatrician¿s office said they have seen other patients have this with the type of needle used but they don't know what it is. The pediatrician¿s office followed up with the manufacturing company of the needle who also indicated they don't know what it is.